Event description:
It was reported that since implant the impedance has been slowing rising. It was noted that a patient alert occurred for out of range impedance, the sensing integrity counter was zero, and there were no non-sustained ventricular tachycardias. The patient will be brought in to reprogram the alert range. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.